Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the flush port detachment. It was reported that during preparation of the clip delivery system (cds), the flush port broke off completely. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and returned device analysis confirmed the reported detachment of the delivery catheter (dc) flush port. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported detachment of the dc flush port could not be determined. The returned device analysis confirmed the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.